Manufacturer narrative:
MFR received date: 13nov2019. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #: 2031642-2019-10024 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/16/2019.

Event description:
Touchscreen failure. There was no patient involvement.